Event description:
The customer reported an erroneous elevated total bilirubin (tbil) result of 7.1 mg/dl generated on the unicel dxc800pro synchron chemistry analyzer. The result was reported out of the laboratory and questioned by the physician. The sample was repeated and a lower result of 0.7 mg/dl was obtained and amended report was submitted. The sample was also run on alternate analyzer and 0.4 result was obtained. Patient treatment was not impacted based on the erroneous results. The customer did not report any issue with any other chemistries. Patient results run on the day of the event were reviewed and no patient had to be repeated except for the patient with the high tbil. The sample serum, however, no additional information was provided. The tbil quality controls (qc) was within acceptable ranges before and after the test. Customer did not report any system errors. On (B)(4) 2012, a field service engineer was on site and replaced cc sample probe and wash collar. The probe had been slightly bent and was misaligned. The fse replaced 2 wash/vacuum probes that were not functioning to specifications. The fse performed required alignments and adjustments. Tbil is a sensitive assay a bent probe and probe to collar wash probe misalignment could result in a high tbil value. Improper probe alignment can affect the probe tip cleanliness, and if not adequately cleaned after aspiration from the sample tubes, can let additional sample remain on the probe tip. As stated in the investigation a bent probe was replaced and all top-end alignments were performed which supports the most likely root cause of bent probe and alignments. However, the likelihood that the cuvette wash vacuum probes were the root cause is unlikely since no other chemistries were affected. Bent probe and alignment is most likely the root cause.